Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "implant removal from textured to smooth due to the concerns of the product". This record is for left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "implant removal from textured to smooth due to the concerns of the product". This record is for left side. Device remains implanted and will be returned.